Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, active directory (adt) and pis data was not crossing over to pyxis from epic. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the active directory (adt) and pis data not crossing over to pyxis from epic. A technical support specialist (tss) dialed into the server and restarted both external and internal services. Additionally, the tss resolved the issue by refreshing services on the server. The system functioned as intended after the technical support specialist troubleshot the device.